Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Doctor was inquiring about the data uploaded to carelink. In the reported it was noted that a patient of the doctor had high blood glucose of 409 mg/dl. No troubleshooting was done. No further information reported.